Event description:
Boston scientific received information that the patient implanted with this device system reported enduring a fall. Subsequently, noise was observed on the right ventricular (rv) lead, with a decrease in impedance measurements on the rv, right atrial (ra) and left ventricular (lv) leads, all within acceptable limits. Additional information from the local area sales representative noted that the patient is suffering from a staph b infection, with vegetation present on the rv lead. An invasive procedure was performed to extract the entire system.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.